Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated, and found to be at the correct operating voltage. The half cpu pcb assembly was also reseated during the service event. The system was tested and found to be working as intended and returned to service.